Event description:
The customer reported that one of her blood glucose readings was not stored in the memory of the contour next ez meter. The date and time associated with the missing reading were visible on the meter display. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured in section as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next ez meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next ez meter with serial # (B)(6), and no manufacturing anomalies were found.